Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast reconstruction with a 790cc mentor memorygel breast implant experienced left sided rupture accompanied by pain post procedure. The ruptures were confirmed through magnetic resonance imaging and mammography. As a result, replacement with mentor gel was performed on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture/pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on march 30, 2022. H6 (health effect - clinical code) was clarified to be a local reaction. The patient experienced a small hematoma/edema. Also, the device was confirmed not be ruptured. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: suspected rupture/local reaction. Manufacturer¿s reference number: (B)(4).